Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the matrix drawer did not open and showed no clicking or attempt to open. The customer attempted two reboots and a hard reboot, but none were successful. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 4 and 6 had failed and also onboard printer had failed. The field service engineer (fse) discovered that the plunger solenoid on main drawer 4 was nearly unplugged. The fse reseated the connection and confirmed it was securely latched. Additionally, the fse discovered that main drawer 6, cubie e1, was overloaded, causing the cubie lid to compress under the metal drawer sleeve. The fse manually popped the cubie lid, after which the customer was able to adjust the item count accordingly. The drawer was tested using the hardware test application, and all tests passed successfully. The fse also discovered that the printer had been unplugged and plugged it back in to resolve the issue. A preventive maintenance (pm) inspection was performed. No further issues were identified at this time. The system functioned as intended after the field service engineer repaired the device.